Event description:
It was reported that the patient noted a spark from the outlet where the transmitter was plugged in. The transmitter would not power up, multiple outlets were tried without success.

Manufacturer narrative:
(B)(4).